Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Post implant the valve was observed to be too ventricular and had central aortic insufficiency. The patient arrested and CPR was required. A second 29 mm sapien 3 valve was prepped for valve in valve. The patient was in stable condition post procedure.

Manufacturer narrative:
Per additional information received the b5 event description was updated. The h6 device code was corrected to 2993.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Post implant the valve was observed to be too ventricular 70:30 and had paravalvular regurgitation. The patient arrested and CPR was required. A second 29 mm sapien 3 valve was prepped for valve in valve. During deployment the balloon had a pinhole leakage and the valve was unable to expand. All devices were removed without issue. Upon removal a pinhole was observed on the balloon. All devices were discarded. A third 29 mm sapien 3 valve was prepped and successfully implanted valve in valve without issue. Post procedure tte revealed an effusion and a sternotomy was performed. The patient was transferred to ICU. Per medical opinion, the cause of the injury was unknown. 'The physician did not known if it was a wire or pacemaker lead.' One hour post procedure the patient expired.

Manufacturer narrative:
Additional information received: date of birth. Event description updated . Date of death. Death added. The investigation remains ongoing.

Event description:
Post procedure the patient was transferred to ICU in critical condition. Approximately one hour post procedure the patient expired.